Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the lead eroded through the patient's skin. As a result, surgical intervention was undertaken on (B)(6) 2026 to address the issue, wherein the lead was replaced.